Event description:
The customer reported the foot switch was sticking and the system was still beeping and may have produced uncommanded x-rays during a procedure with a pt involved. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.